Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event is an approximation based on the statement "had a blood clot in their right leg six weeks prior to the report".

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the implantable neurostimulator (ins) site was sore, red and discolored, and hot to the touch. It woke the patient up on the night prior to the report. They also had a blood clot in their right leg six weeks prior to the report. It was noted that they were taking xarelto. They were seeing their doctor on the day of the report.